Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim inline with siphonguard was blocked after implantation and the device was revised. The valve was implanted to the patient via vp-shunt and the initial setting was unknown. The surgeon commented that the original tip side of the ventricular catheter was cut off and connected to the valve; therefore the ventricle side was open ended and it may have contributed to the blockage. No further information was provided by the hospital. The product will be returned.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was 120mmh2o. The valve was visually inspected; a clear liquid was noted inside the valve. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested; no issues found. The siphon guard was tested and passed. The siphon guard was removed and the valve was then pressure tested; no issues found. A review of manufacturing records found the device conformed when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.